Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively an inguinal hernia repair procedure, 4 patients had inflammation which was a normal reaction after surgery which had disappeared quickly.